Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
High, out of range defibrillation impedance on the right ventricular (rv) lead was noted due to twiddler's syndrome. The lead was explanted and replaced, and the patient was stable with no adverse consequences.